Event description:
Surgeon had a tar revision procedure where he needed to replace the mobile poly implant because it broke.

Manufacturer narrative:
Product inquiry stated the sliding core, uhmpwe, 7mm to be the subject product. No further associated products were reported. A review of the device history records could not be carried out as the lot code was no longer identifiable due to the significant damage and wear found. In the case presented a male patient ((B)(6)) had been treated with a scandinavian total ankle replacement five years ago. On (B)(6) 2015 the patient underwent a revision surgery in order to replace the poly. The polyethylene sliding core was completely fractured in the coronal/ transverse plane. Significant plastic deformation / delamination and abrasive wear was found in the keel through as well as adjacent to that region, which most likely was caused / produced by the contact with the talar component (talar keel). Substantial abrasive wear and delamination observed on one of the edges was likely linked to bone contact (e.g. Impingement with either the medial or lateral malleolus). Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replace¬ment. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿. The tibial and the talar component of the star ankle prosthesis have to be positioned ¿parallel to one another¿. A misalignment (especially greater than 5 degrees) ¿between the tibia and talus will cause increased stress and wear on the polyethylene component, greatly increasing the risk of failure of the polyethylene and loosening of the other components¿. As no x-ray documentation and as no surgical reports were available, a medical review was not possible. It could therefore not be determined whether the use of the star implant had the correct indication nor could be determined if the implant had been placed according to the anatomical requirements. It could furthermore not be determined whether the star components had been implanted in alignment respectively if edge / eccentric loading had been applied on the polyethylene sliding core. Regarding the outstanding patient data (e.g. Weight, pre-existing illnesses, unreasonable stresses) it could not be determined if the patient conditions were adequate for the used implant respectively if these potential adverse effects may have contributed to the fracture of the sliding core. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Based on the above information the breakage of the polyethylene sliding core was not related to a deficiency of the device, but was most likely linked to a fatigue fracture. Fatigue fracture of the implants is listed in the IFU as an adverse effect.

Event description:
Surgeon had a tar revision procedure where he needed to replace the mobile poly implant because it broke.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., morrisville pa and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Once the investigation has been completed any additional information will be reported in a supplemental report.